Manufacturer narrative:
The event unit was returned for evaluation. Engineering was able to confirm the sheath was torn. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. The root cause of the tear is most likely the user's ring flipping technique. Excess force against the sheath while flipping likely caused the sheath to tear. The stress induced inflection point observed by engineering supports this idea. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Appendectomy- "client just set up this device and then found the protector was broken. " patient status unknown.